Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement, insulation damage was observed on an unknown right atrial (ra) and right ventricular (rv) leads. The rv lead was cut and a new connector was placed while the ra lead was surgically abandoned and replaced. After about a month, the new ra lead exhibited undersensing, loss of capture and high out-of-range pacing impedance measurements. The pocket was re-opened. X-ray was unremarkable and lead measurements taken on the pacing system analyzer (psa) were within range. When the physician tried to re-connect the ra lead to the device, a connection issue was observed. The ra setscrew would not lock into the lead despite using different torque wrenches. The lead was disconnected from the device. The device was explanted and replaced while the ra lead remains in service. No additional adverse patient effects were reported.